Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit touchscreen isn't working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed was unable to calibrate the touchscreen, is failing calibration. The rse advised the biomed the malfunction may be the touchscreen assembly and provide the part ID for touchscreen and ui assembly.

Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered normal testing, and no patient was involved.. Based on this information, it has been concluded that this is not a reportable event.